Manufacturer narrative:
RMA-594315-warranty repair (B)(6) 2025 unit serial number-(B)(6) handpiece cable lot number-(old-04240) (new-08250) repair tech: gpb qa: cn root cause: emv hp; cable, conn/gun cable open. No operation due to an open condition in the handpiece cable debris build up in the water filter causing poor water flow. Note: this unit has been cleaned, evaluated, and calibrated to manufactured specs. For proper evaluation and testing please always send in all parts that go along with the unit to be looked at items not received for testing and evaluation. No handpiece/sterimate.

Event description:
While using a cavitron select g124 they allege that they have low water flow and the handpiece is getting warm, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.